Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional product code fsm. The service history review shows that the previous service condition from 30.09.2013 is relevant to the current complaint issue. The device has been serviced and functional testing has been performed in accordance with the service & repair procedure se_037288. The service tech noted that they serviced and replaced the magnetic holder. The service record from pervious had the same fault, the technician has determined this is due to material. During the pre-repair diagnostic assessment the service technician identified the following failure:trigger slider broken the device was repaired and returned to the customer if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reverse motion does not work. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/ explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(6). A service history was performed. During the previous 6 months, the item was returned on (B)(4) 2013 due to a broken trigger slider. A service evaluation was performed. The device has been serviced and functional testing has been performed. The service tech noted that they serviced and replaced the magnetic holder. During the pre-repair diagnostic assessment the service technician identified the following failure code: trigger slider broken. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.